Event description:
During tkr surgery, the saw stopped while cutting the distal femur. There was no change in the procedure due to the event, however, there was about a 30 minute delay that required add'l anesthesia to be administered to the pt. The procedure was completed with another handpiece.

Manufacturer narrative:
The device was received by the qe and the inspected product did not meet specifications. The investigation verified the customer complaint. The product was repaired and returned to the customer.